Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis manifested by abdominal pain, cloudy pd fluids and vomiting. The cause of peritonitis was unknown. On the same day, the pt was hospitalized for the event. On an unreported date, the pt was treated with cefazolin and fortum (doses, frequencies and routes of administration were not reported) for the peritonitis event. The antibiotics were later changed to amikacin and vancomycin (doses, frequencies and routes of administration were not reported). Twenty-three days after the onset of peritonitis, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.